Event description:
It was reported that the patient experienced a temporary loss of continuous glucose data display indicated by three lines and a signal loss message while using a dexcom g7, after which glucose values reappeared without further intervention and without impact to blood glucose. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no hospitalization. Investigation included informal troubleshooting guidance by the agent. Investigation of this case revealed that the issue self-resolved, consistent with transient communication loss between the cgm and receiving device without device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal disruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.